Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited chronically low r waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational was received indicated the patient was experiencing palpitations. It was further reported that the right ve ntricular (rv) lead was oversensing t-waves.

Manufacturer narrative:
Concomitant medical products: a2dr01, ipg. Implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.